Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not showing. A technical support specialist (tss) verified that the station required a manual recovery because the system indicated that its data was not aligned with the server. The tss confirmed that the station had begun communicating again after the issue and that the recovery process was progressing normally. The tss later checked the station the following week and determined that it had fully synchronized with the server, was communicating properly, displayed no hardware-related alerts in the medication application, and showed healthy resource status. No further issues were found. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not open. Drawers 2 and 3 were not displaying, and it was unclear whether the station was in critical override. The customer also stated that they were unable to access the drawer at that time. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.